Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0433b, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the cells failed on the patient's first device. The first implant stopped working as 4 of the 5 cells stopped working in 2014. The patient most recently had it set to 2.5v. On (B)(6) 2015 they removed the device and replaced it with a new one in the left buttocks. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No symptoms, troubleshooting, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.